Event description:
New information noted the implantable cardioverter defibrillator (ICD) oversensing crosstalk persisted and t-wave oversensing occurred. No changes or interventions were performed; the physician elected to monitor the device. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing crosstalk on the implantable cardioverter defibrillator. No changes or intervention were performed. The patient was in stable condition.